Event description:
Additional information received on 09/24/2019: the patient contact stated that the patient was hospitalized prior to being in the rehabilitation center for issues with low blood pressure and coronary artery disease. The patient was also a diabetic but the diabetes was well controlled and the patient was not on any insulin. The patient had multiple bed sores as well. The patient was admitted to the rehabilitation center and had a baxter peritoneal dialysis (pd) extension on their pd catheter that was in place from the hospital. Per the patient contact, the staff at the rehab center did not know how to remove the baxter extension and used mechanical tools to remove it. The patient contact also stated that the staff did not know how to use the fresenius cycler and the patient did not complete treatment. The patient contact indicated that the patient was re-hospitalized (date not provided) and the patient resumed pd treatment with a hospital baxter cycler. The hospitalization was unrelated to pd therapy or the use of the liberty select cycler or any fresenius product.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler underwent and passed a system air leak test and a valve actuation test. An internal visual inspection of the cycler identified no visual discrepancies. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
The cycler was received by the manufacturer for physical evaluation.

Event description:
Upon follow up with the patient's rehabilitation center (B)(6) 2019 to inquire on the availability of the liberty select cycler for pending return to the manufacturer, the admissions receptionist indicated that the reported liberty select cycler was returned on a unknown date by an unknown carrier. To this date, a cycler has not been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: the file was assessed to determine whether a clinical investigation is warranted. On 26/aug/2019 a call was placed to technical support to report unknown alarms received during treatment for this female on peritoneal dialysis (pd) for renal replacement therapy (rrt). The patient was in a rehabilitation facility. A replacement cycler was ordered. Additional information was obtained through the patient¿s pd nurse. The patient¿s rehabilitation was unrelated to pd therapy or the use of the liberty select cycler or any fresenius product. The patient received the replacement cycler but has not used it at this time as the patient was admitted to the hospital (date not provided). The hospitalization is also unrelated to pd therapy or the use of the liberty select cycler or any fresenius product. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) contacted technical services to have the patient¿s cycler replaced. The rn stated that the patient is currently in a rehab center and received unknown alarms last night. The rn was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient¿s rehabilitation was unrelated to pd therapy or the use of the liberty select cycler or any fresenius product. The patient received the replacement cycler but has not used it at this time as the patient was admitted to the hospital (date not provided). Per the pdrn, the hospitalization is also unrelated to pd therapy or the use of the liberty select cycler or any fresenius product. Additional follow up with the patient¿s husband revealed that the patient had been in rehab for several months due to the patient¿s health conditions, however the cause of the patient¿s hospitalization is unknown. No additional information has been provided. The cycler was scheduled to be returned to the manufacturer for physical evaluation.